Manufacturer narrative:
A dräger service technician had identified the two batteries as cause for the reported behavior. The batteries were replaced and sent to the manufacturer for investigation. It was found that one of the batteries had nearly no capacity although the charging voltage was nearly reached. Unfortunately, the charging voltage is no identifier for the capacity of the battery. These two batteries showed sufficient charging voltage to be assessed as ready for use. But under load after disconnection of the mains plug the voltage collapsed immediately. This situation is equivalent to a power failure and the device reacted accordingly: acoustical alarm was generated and ventilation was stopped. The patient system was opened automatically to give the patient the alternative of spontaneous breathing. If mains supply returns ventilation will be continued with the previous settings. Immediately after restart of ventilation an ¿mv-low¿ alarm is generated which lasts until the applied volume exceeds the adjusted lower alarm limit. The batteries have limited usage life and therefore they are replaced in the frame of maintenance each two years. In the reported case the batteries were aged early after one year of use. It can be assumed that repeated exhaustive discharge is the root cause. The reported event is a rare case, there exists no general problem with the batteries of the evita xl.

Event description:
It was reported that: the evita xl ventilator was in use on patient. During a planned patient transfer to another room the device stopped after the mains supply was disconnected, although the device is equipped with a battery option. No injury reported.